Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2010. According to the complainant, during a replacement procedure on (B)(6) 2011, when the physician attempted to withdraw the device for replacement the internal bolster detached inside the patient's stomach. The physician did not attempt to retrieve the bolster. The physician felt it would pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event and the physician is checking in with the patient.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed the internal bolster to be separated from the device and was not returned. The distal end of the tubing presented tearing with a portion of the tubing missing. Remnants of the internal bolster remained on the outer diameter of the tubing. It appears the internal bolster had been securely molded to the tubing. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. During the physical evaluation it was found that the tubing had been broken/ torn adjacent to the internal bolster. The tubing failure appeared to have occurred while undergoing tensile force during use. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6), 2010. According to the complainant, during a replacement procedure on (B)(6), 2011, when the physician attempted to withdraw the device for replacement the internal bolster detached inside the patient's stomach. The physician did not attempt to retrieve the bolster. The physician felt it would pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event and the physician is checking in with the patient.